Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the superficial femoral artery (sfa), it was reported that a smart stent ¿jumped¿ distally requiring placement of an additional stent. The product was stored, handled and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. Approach was made from the right superficial artery with a 6f balkin sheath. A terumo 035 wire was used and the lesion was pre-dilated with a powerflex p3 balloon. The smart control locking pin was in place during advancement towards the lesion. The sds did pass through acute bends in the iliac artery and it is unknown if there was difficulty encountered while dvancing/tracking the sds towards the lesion. The target lesion was ¿almost¿ 95% stenosed and heavily calcified with a ¿little bit¿ tortuous. There was no reported patient injury. Review of lot 15981432 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Vessel characteristics and procedural handling may have contributed to the event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
During a stenting procedure to the superficial femoral artery (sfa), it was reported that a smart stent ¿jumped¿ to distal. An additional smart stent was used. There was no patient injury reported. An additional smart stent was used to treat the lesion. The product was stored, handled and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. Approach was made from the right superficial artery with a 6f balkin sheath. A terumo 035 wire was used and the lesion was pre-dilated with a powerflex p3 balloon for one minute. The smart control locking pin was in place during advancement towards the lesion. It is unknown if there was difficulty encountered while advancing/tracking the sds towards the lesion. The sds did pass through acute bends in the iliac. The target lesion was ¿almost¿ 95% stenosed and heavily calcified. The vessel was a ¿little bit¿ tortuous.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.